Event description:
It was reported that balloon burst occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst on nominal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Correction of d4 lot number from 0033265309 to 0033035221. Correction of d4 expiration date from 01/22/2027 to 12/11/2026. Correction of h6: evaluation conclusion codes from adverse event related to procedure, d1002 to adverse event related to patient condition, d1001.

Event description:
It was reported that balloon burst occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst on nominal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the stenosis was 70-80%, with a mildly tortuous and non-calcified arteriovenous fistula lesion.